Manufacturer narrative:
(B)(4).

Event description:
The hcp (healthcare professional) was unable to completely fill the pump. The hcp aspirated the correct residual volume from the pump, but was only able to fill 30 ml volume. The type of medication used was not reported. Add'l info has been requested, but was not available as of the date of this report.